Manufacturer narrative:
Note that (B)(4) includes upgrading the device software and replacing the following parts:  speaker assembly, battery pca with stabilizer, therapy pca, processor pca, rear assembly, therapy port receptacle with therapy port receptacle extender,  lan to processor pca cable, power supply to therapy pca cable, and ECG port connector block.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The philips distributor reported that the device displayed the messages "equipment disabled" and "service required", the ready for use indicator (rfu) is displaying solid red x with no chirp, and the screen became blank. There was no report of patient involvement.